Event description:
Physician was using laser in procedure for lead extraction. In the process while manipulating laser sheath, cord on sheath fractured at the hub where it meets the sheath itself. Physician then quickly removed hand then realized that he was burned and his surgical gown had been burned also. The coating was not intact and fibers were exposed at the proximal end next to the coupler that mates with the excimer laser system.